Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a wear on driveline silastic at location where silastic meets metal close to controller. Clamshell repair kit was installed on (B)(6) 2020 and no further issues to report.

Manufacturer narrative:
Investigation summary: the report of wear along the driveline silastic near the metal connector was confirmed by an onsite evaluation performed by an abbott representative. On (B)(6) 2020, the vad coordinator reported driveline wear and scheduled a clamshell repair. On (B)(6) 2020, an abbott representative successfully performed the clamshell repair under work order (B)(4). No further issues were reported during the repair. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas instructions for use, document (B)(4), rev. H is currently available. Section 2 of this document states driveline damage due to wear and fatigue occurs in both the externalized and implanted portions of the lead. Damage may or may not be preceded by visible damage to the outer layer of the driveline. The heartmate ii lvas patient handbook, document (B)(4), rev. G is currently available. Section 6 of this document states that wear and fatigue of the driveline that connects the pump to the system controller may result in damage. Such damage has the potential to interrupt device function. No further information was provided. The manufacturer is closing the file on the event.